Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during elective device replacement, externalized conductors were observed via diagnostic imaging. The lead was capped and replaced. The patient was stable after the procedure.